Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the spring wire guide was found to be bent was confirmed. One spring wire guide and advancer tube were returned. The cap was missing from the advancer tube. The tray and packaging materials were not returned. The returned spring wire guide was visually examined without magnification. The guide wire was kinked 2 cm from the j-tip weld. A manual tug test determined that both welds were intact. The guide wire graphic specifies a length of 600 +/- 4 mm and an outside diameter of .838/.877 mm. The guide wire length was found to be consistent with the graphic. The outside diameter measured .863 mm, which also met specifications. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. A risk evaluation was performed for this issue. It was not reported whether or not the cap was present when the kit was opened. The probable cause of this issue could not be determined based on the information provided and without a complete sample including the swg cap and tray/packaging materials. No further action will be taken.

Event description:
It was reported that upon opening the package, the guide wire was found to be kinked near the j-tip. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the package, the guide wire was found to be kinked near the j-tip. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.